Event description:
It was reported that the customer had issues with her sensor and blood glucose readings. The customer's blood glucose level was 201 mg/dl. The insulin pump went into threshold suspend when her blood and sensor glucose readings were off. The customer received two calibration errors. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.